Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. E1. Zip code/zip code extension was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the major bleed was most likely use related since noticed that no forward tension sutures were utilized which lead to bleeding during patient hospital transfer. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The device was returned d9 was updated.

Event description:
A 51-year-old female with acute myocardial infarction and cardiogenic shock (scai stage c) underwent impella cp support via right femoral arterial access. During transport from mon gen hospital to agh, oozing was noted at the right femoral artery access site, which persisted and resulted in a hemoglobin drop to 6.9 g/dl the following morning, requiring transfusion of two units of blood. Upon dressing removal, it was observed that forward tension sutures had not been utilized, and this was communicated to the advanced practice provider and cardiologist. Heparin was held in the ICU due to ongoing site oozing. Subsequently, during catheterization for rca intervention and planned impella cp explant, angiography revealed thrombosis of the right femoral and iliac artery. The patient was taken to the operating room for device explant and surgical closure. Thrombus was confirmed in the patient but was not observed on the pump upon explant. The device was not removed due to a malfunction, and device performance issues were not reported. The patient survived the procedure, was successfully weaned from support, and remained stable. Based on available information, the patient experienced access site bleeding leading to heparin interruption and subsequent arterial thrombosis requiring surgical intervention. The impella cp device function was not reported to be compromised, and the event appears to be related to access site management and anticoagulation adjustments rather than device malfunction. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.